Event description:
Caller reported a malfunction on the pump, identified with a malf 12 code. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump successfully, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues arise again.